Manufacturer narrative:
A boston scientific crm technical services consultant discussed the clinical observations with the caller and contacted a local representative for device evaluation. Efforts to obtain additional information were unsuccessful. The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient has been experiencing syncopal episodes. The patient is currently in the hospital and device evaluation has been requested.